Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 100-130 mg/dl. Reportedly, the customer declined follow-up from tandem technical support to complete troubleshooting.